Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified and narrow vessel. A 3.50 x 20 synergy¿ drug-eluting stent was advanced in combination with a non-bsc guide extension catheter. However, the device had difficulties crossing the lesion and it was pushed and pulled for several times. After several attempts, the device was removed from the patient and the stent was found to be lifted. Dilatation of the lesion was performed again and the procedure was completed with a 3.50 x 24 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: synergy ous, mr, 3.5x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issue with the stent. The entire stent was checked for damage, photo attached is one image of the device that represents the observation (of no damage). The crimped stent outer diameter was measured which is within the maximum crimped stent specification. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified and narrow vessel. A 3.50 x 20 synergy¿ drug-eluting stent was advanced in combination with a non-bsc guide extension catheter. However, the device had difficulties crossing the lesion and it was pushed and pulled for several times. After several attempts, the device was removed from the patient and the stent was found to be lifted. Dilatation of the lesion was performed again and the procedure was completed with a 3.50 x 24 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.